Event description:
Additional information was received. It was reported that the explant had been scheduled for (B)(6). It was stated that the patient was ¿ok¿. It was stated that the device contained lioresal before 2013 and sun pharmaceutical brand since 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the motor stalled and never recovered. It was stated that the patient was alive, but with injury. It was specified that the injury was withdrawal and the patient had experienced underdose symptoms of a fever, increased spasticity, and a rash. It was stated that interrogation and programming was attempted and failed to resolve the issue. The patient was treated with oral baclofen and dantrium. It was noted that a revision would be performed and it was specified that a ¿catheter radio¿ was scheduled for the day of report. The device system was used to deliver gablofen. Four days later, it was reported that the pump explant was scheduled for either (B)(6). It was also noted that gablofen was started in the pump in 2013. As far as the reporter knew, the pump never recovered.

Manufacturer narrative:
Final analysis of the pump found moisture, residue, and corrosion throughout the gear-train. It was noted that the motor stalls were due to partially or completely corroded teeth on gear wheel three. (B)(4).